Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and the catheter were returned and analysis found that there were no anomalies and the devices functioned according to all labeled indications. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, unknown dose) via an implantable pump. Patients medical history was noted as spasticity. A possible/suspected infection was reported to have occurred in may during post-op. There were no factors that may have led or contributed to the issue, no diagnostics/troubleshooting was performed. The physician weaned the patient from baclofen and it was noted that they may explant the pump. Surgical intervention did not occur, was planned but had not been scheduled. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿ no further complications were anticipated/reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-feb-19 from a health care provider (hcp) via a device manufacturer representative. It was reported that the pump and catheter were explanted due to infection on (B)(6) 2017. The issue was considered resolved at the time of the report. The patient's status was alive - no injury. No further complications were reported.